Event description:
It was reported the declot procedure was being performed on a female pt in internal radiology. During the declot procedure when the physician removed the device, she noticed the rubber tip of the device came off and embedded itself into one of the collateral vessels. The tip was not able to be retrieved and was left in the vessel. Another ptd device was used to complete the procedure. There was no delay in treatment and no pt death or complications reported. It was noted the physician has been using this product for 10 years and has never had this happen in the past.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.